Event description:
Customer complained about bristles were coming out of the brush during use, there was no harm caused, she did not swallow any and is completely fine. Customer received the brush from her dentist.